Manufacturer narrative:
The stent was not implanted in the proper location, but remains in the patient's eye; therefore, the surgery date was indicated. The device was not available (left in the eye); therefore, product testing on this device could not be performed. Device identifiers were not provided; therefore, the device history records for this device lot number could not be reviewed. A review of the device labeling was completed. Cyclodialysis cleft and malpositioned stent are identified in the device labeling as known inherent risks of glaucoma stent surgery. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. Any omitted information was not available at the time of initial report. MFR reference # (B)(4).

Event description:
It was reported that the patient underwent uneventful cataract surgery followed by a trabecular micro-bypass stent surgery in the right eye. During the istent procedure, a cyclodialysis cleft was inadvertently created and the stent was lost in the cleft. The surgeon's attempt to retrieve the stent was unsuccessful. The procedure was aborted. Reportedly, compromised visualization of the angle prior to implantation attempt was a contributing factor for the reported event. The surgeon provided the following additional information to glaukos 07/12/2018. During follow-up examination, the surgeon was unable to visualize the istent anywhere, and suspected that it is probably resting on the ciliary body. Per the surgeon, the istent does not seem to be causing any issues, and the patient looks great with bcva (ou) at 20/20 with mild correction and the iop at 13 mmhg (9 mmhg on latanoprost).

Event description:
The surgeon reported the following additional information to glaukos on 07/26/2018. Contrary to the initial report of cyclodialysis cleft, the surgeon clarified that there was an iridodialysis cleft. The cleft was described as very small (< 1 clock hours), not visible on gonio postoperatively, and did not required a secondary intervention. The lost stent could not be visualized, and no report of adverse event as a result of malpositioned stent. The patient prognosis was reported as ¿excellent¿, and will continue to be monitored.

Manufacturer narrative:
The device history records were reviewed for this manufacturing lot and there were no non-conformities found to be related to the reported event. A review of the device labeling was completed. Iris damage identified in the device labeling as a known inherent risk of glaucoma stent surgery. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. MFR reference#: (B)(4). Note: to review for (B)(6), cyclodialysis cleft vs iridodialysis cleft ?